Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-00814, 1225714-2013-00815, 1225714-2013-00816, 1225714-2013-00818, 1225714-2013-00819.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2011, and subsequently expired (B)(6) 2011 after the use of the product.